Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the battery life was shorter than expected, the battery tube side of the pump was damaged. The customer reported blood glucose value of 139 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-326a, mmt-1780kl, mmt-397. Troubleshooting was partially performed. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-326a. The customer will discontinue use of the insulin pump. Mmt-1780kl was requested and the customer response was that the device will be returned. No product return is required for mmt-397.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0876 inches. Test p-cap and reservoir locks properly into the reservoir compartment . Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 4.0 received the lowbatteryalert (104) on 11/25/2025 12:31:00 after more than 7 days at 38.91 days. Battery cycle 3.0 received the lowbatteryalert (104) on 10/17/2025 13:07:00 after more than 7 days at 39.75 days. Battery cycle 2.0 received the lowbatteryalert (104) on 09/07/2025 18:59:00 after more than 7 days at 37.32 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump delivered 2 bolus deliveries on the event date of 11/25/2025 at 12:30:55.000 and 12:35:03.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and corroded battery tube. Unable to verify customer¿s complaint for high bg¿s. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was confirmed at the battery compartment. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.